Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's ipg depletes within an hour to two after full charging. It was noted that the patient had a non-device related surgery where electrocautery was used. Ipg database analysis revealed that the discharge log showed signs of premature battery depletion. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. ((B)(4))

Manufacturer narrative:
Additional information was received that the patient's ipg will be replaced due to the charging issues after the surgery.

Event description:
A report was received that the patient's ipg depletes within an hour to two after full charging. It was noted that the patient had a non-device related surgery where electrocautery was used. Ipg database analysis revealed that the discharge log showed signs of premature battery depletion. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001.)

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg depletes within an hour to two after full charging. It was noted that the patient had a non-device related surgery where electrocautery was used. Ipg database analysis revealed that the discharge log showed signs of premature battery depletion. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).